Event description:
It was reported that there was a confirmed overdischarge. The patient had not charged in two years. She stopped charging because, she did not have pain and was not using the stimulator. Now the patient had pain that had returned and wanted to use stimulation. The patient tried to recharge but were unable to. 6 physician mode recharges (pmr) were tried, but they were unable to jump start it. The jump start was unsuccessful. It was assumed that the battery was ¿dead¿. It was noted that the patient had a sudden loss of stimulation shortly before the report. Prior to these issues the patient had received a 50% or greater reduction in symptoms. The patient had a replacement scheduled for 2014 (B)(6) to replace their implantable neurostimulator. The patient was not receiving effective therapy. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 39565-30, serial# (B)(4), implanted: 2008 (B)(6); product type lead. (B)(4).

Event description:
It was additionally reported that the patient did have their replacement and they were getting great coverage. The patient was happy with their stimulation.